Event description:
The sales rep reported that a long gamma3 nail fractured. The sales rep alleges poor healing and non union.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. Dimensional examination revealed no deficiency. Function was no longer given due to breakage. The risk management file ad considered potential nail breakage; the estimated threshold was not exceeded. The fracture pattern of the nail suggested that the screw had broken in fatigue manner after an implantation period of nearly 5 months. According to exceeding material deformation of the tip of thread in the breakage line it was concluded that this area had been loaded significantly. It could only be assumed (no x-rays) that the affected screw had been placed in the proximal of the distal drill holes (static mode). It could not be determined whether the locking screw had broken first ¿ because of permanent load / insufficient bone healing had been reported ¿ or if it was finally separated by sudden load caused by the nail breakage. No information regarding the surgeon¿s advice about post-operative activity was provided. Thus, it could not be determined whether the patient had been compliant to the recommendations. Generally it is recommended that full weight bearing should be avoided until sufficient bone healing is evident. The screw broke in a fatigue fracture due to overload caused by high load application and alleged insufficient bone healing ¿ which means that the screw had to absorb / transfer the whole loading (was not relieved) during the implantation period. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. According to available information a deficiency of the screw could not be verified.

Event description:
The sales rep reported that a long gamma3 nail fractured. The sales rep alleges poor healing and non union.